Event description:
When contacted for additional information, the healthcare professional reported that they had last seen the patient in (B)(6) 2012. The patient had not called them back since with any additional issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va008a9, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the device was reprogrammed a "month or two" prior to the report, stating it "started back doing the same thing" and "has not worked at all" for the last three mornings prior to the report. The patient reportedly did not feel stimulation "where she is supposed to feel it." It was noted that the trial "worked well" and that the patient did not use the programmer "until now." The patient was scheduled for an appointment on the day of the report. It was later reported that the cause of the event appeared to be vaginal irritation. It was noted that the programmer was attributed to the event and there were no abnormal impedances. It was stated that there was reduced stimulation but no hospitalization was required.

Event description:
It was later reported the patient woke up the morning of report and wet themselves. It was noted the patient wanted the device "out." It was noted the trial worked and the implant "was not working." Programs were changed and it was noted this was the third time the patient had wet themselves. It was also noted the patient had never wet themselves before the device.